Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up on (B)(6) 2018. Upon interrogation, the atrial lead exhibited noise. Atrial competitive pacing was also suspected. The noise was reproducible upon isometrics. No intervention was performed. The patient will continue to be monitored.